Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes. The hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The vcd was prepped and stored according to the instructions for use (IFU). The device was used with a 6f non-cordis sheath. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy. Additional patient and procedural details were requested but were not available. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. The unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. Neither the syringe, nor the procedural sheath, were retuned for analysis. The stopcock was set in the opened position. The sealant remained in the manufactured position, swelled by blood saturation. The sealant sleeve assembly presented an outward kinked condition which exposed the sealant. The atraumatic tip does not present any damages or anomalies. The device is blood saturated. No other outstanding details were noted. Per dimensional analysis, the catheter¿s usable length was measured against the specification, and the result was found within spec. Per functional analysis, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according to the IFU. The results revealed a leak in the balloon. The balloon was inspected using a vision system to obtain a magnified image, and a pin hole was confirmed. A product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. However, the exact cause of the pin hole found in the balloon and the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was presence of calcium in the vicinity of the puncture site) and/or concomitant device factors (although not returned) likely contributed to the issues found since this type of rip to the balloon is typically observed when the balloon comes into contact with calcification and/or other procedural devices. Additionally, these factors could also contribute to the kinked condition noted on the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes. There was no patient injury. The hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The vascular closure device was prepped according to IFU instructions. The device was stored according to the IFU. The device was used with a 6f non-cordis sheath. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes. There was no patient injury. The hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The vcd was prepped according to IFU instructions. The device was stored according to the IFU. The device was used with a 6f non-cordis sheath. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation. Addendum: product evaluation demonstrates the sealant sleeve assembly presents an outward kinked condition, exposing the sealant.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.